Manufacturer narrative:
H10: multiple attempts have been made on 23-oct-2023, 30-oct-2023, and 07-nov-2023, to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating low tidal volume. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A review of the diagnostic report (dprt) confirmed the error of low tidal volume had occurred.